Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 92 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly and no moisture damage was noted on the keypad traces. Keypad connector was fully locked. The device had cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip.